Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a high circuit leak in the portex general anesthesia circuit. The product problem was observed during a pre-use check. No patient injury or complications were reported in relation to this event.